Event description:
It was reported by the aci distributor that a pt underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped per the IFU. It was reported that the physician inserted the device into the sheath. The physician inserted the device into the sheath. The physician withdrew the catheter until he felt the first stop (balloon abutting the tip of the sheath) and then the second stop (arteriotomy site) at this point the device pulled through the pt;s body. The pt was converted to 10 minutes of manual compression at which time hemostasis was achieved. The pt was reported as hospitalized for unrelated and unspecified reasons. The physician checked the balloon and noted that the balloon was broken.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approx 5mm from the balloon proximal tip. The review of the lhr (lot f1225801) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined.